Event description:
Caller reported a malfunction with the pump, specifically malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by support staff to reset the pump and was informed to continue using it, with instructions to reach out if the issue reoccurred; the customer understood and acknowledged this guidance.